Manufacturer narrative:
Currently awaiting the return of the device for eval.

Event description:
The stent was displaced from its position on the balloon when it went through the tip of the introducer.